Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 6 of 6 for (B)(4).

Manufacturer narrative:
Additional patient information: patient height reported as 6 feet. (B)(6). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: may 3, 2005. A material record report was generated during production for not passing visual inspection due to a pin not being flush with the handle. This non-conformance is not relevant to the complaint condition since it would not impact the shaft of the screwdriver breaking. Review of the device history record(s) showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an expert (ex-) tibial nailing procedure on (B)(6) 2016. The procedure was conducted under radiolucent triangle with the patient's knee positioned at a 45-degree angle. After inserting the nail and four (4) locking screws, the surgeon was unable to disengage the connecting screw from the insertion handle. It was noted that the connecting screw had jammed inside of the handle at the proximal end of the tibial nail. Several attempts were made to remove the instruments with the use of a ball hexagonal screw driver, but the attempts were unsuccessful and resulted in the breakage of three (3) drivers. The surgeon made the decision to remove the locking screws and back the nail out from the patient's tibia. The construct was taken to the back table where the instruments were finally able to disengage from the nail. The same implants were then successfully re-inserted with the use of the same instruments without repeated issue. During the reaming of the tibial canal, it was noted that the flexible shaft connector came part into three (3) components. An alternate shaft was available for use to complete the procedure. Due to the intra-operative issues, the procedure was prolonged by one (1) hour. Concomitant device(s) reported: ex-tibial nail (part/lot numbers: unknown, quantity: 1) and locking screws (part/lot numbers: unknown, quantity: 4). This report is 5 of 5 for (B)(4).

Manufacturer narrative:
A product investigation was completed: one ball hex screwdriver 8mm (part 03.010.092, lot 4988173) was received damaged. The shaft is severely bent and the shaft and dowel pin that secure to the handle have rotated to a point that the dowel pin is embedded in the handle material and no longer situated as intended. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The relevant drawings were reviewed during this evaluation. The design, materials and finishing processes were found to be appropriate for the intended use of this device. Unable to determine a definitive root cause. However, the complaint condition was most likely caused by excessive torsional force ultimately leading to the device bending and breaking. It is not likely that the design of the device contributed to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.